Event description:
Surgical staff was unable to get clip to open even after multiple attempts and after removing clip from colonoscope. Manufacturer response for hemoclip, instinct endoscopic hemoclip (per site reporter): customer service representative notified of event. Arrangements made to send product to manufacturer via (B)(6).